Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During the procedure, air was aspirated into the syringe that was connected to the extension port of the introducer. Another introducer was used to complete the procedure with no consequences to the patient.